Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a percutaneous lead (driveline) infection and underwent driveline revision in (B)(6) 2016. No additional information was provided.